Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for engineering analysis which confirmed that the low voltage fault is valid. The power consumption experienced a severe increase over the past few days with 14,000 micro watts. Device replacement as soon as possible was recommended to ensure continuity of therapy. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that engineering analysis from earlier this month showed a significant malfunction. As it has been several weeks since the analysis, it might be possible that this device has no functionality at this point. Moreover, the remote monitoring was disabled. Boston scientific technical services (ts) then stated that there might be a sufficient capacity to interrogate, but a magnet is required to confirm. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for engineering analysis which confirmed that the low voltage fault is valid. The power consumption experienced a severe increase over the past few days with 14,000 micro watts. Device replacement as soon as possible was recommended to ensure continuity of therapy. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that engineering analysis from earlier this month showed a significant malfunction. As it has been several weeks since the analysis, it might be possible that this device has no functionality at this point. Moreover, the remote monitoring was disabled. Boston scientific technical services (ts) then stated that there might be a sufficient capacity to interrogate, but a magnet is required to confirm. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for engineering analysis which confirmed that the low voltage fault is valid. The power consumption experienced a severe increase over the past few days with 14,000 micro watts. Device replacement as soon as possible was recommended to ensure continuity of therapy. As of this time, this device remains in service. No adverse patient effects were reported.